Event description:
It is reported that after the cup was seated, surgeon attempted to reposition the cup with the inserter engaged, resulting in the threads breaking within the cup.

Manufacturer narrative:
Evaluation summary: the complaint stated that the surgeon tried to reposition a cup that was already seated. The repositioning probably created stresses in the threads greater than the material strength. Cause cannot be definitively determined. As returned, the threaded portion of the bolt has fractured. The fractured portion was not returned for eval. Device history records indicate all components were manufactured and inspected to specification. The device had a potential field age of approximate 4.5 years at the time of failure.